Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges severe pain,suffered great mental anguish,severe right hip atrophy, noise coming from the hip and numbness or tingling on the right side of the face, neck and head. After review of medical records for MDR reportability, patient was revised to address failed right total hip replacement due to metallosis with cyst and pseudotumor. Revision notes reported metallosis tissues were present and a large cyst posterior to the trochanter which was gray and black tissue. Lab results shows metal ions level above 7ppb.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Litigation papers received. Litigation alleges elevated ion levels, corrosion, and friction wear. The stem is now being reported for the elevated metal ions/corrosion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : update: dec 11, 2019. There was no photo of the femoral stem provided. There is no change to the below investigative results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.